Event description:
Blanket was used to provide hypothermia therapy; water circulates through a cooling blanket at a set temperature. The blanket leaked water all over the bed and the patient. The blanket was changed out and therapy interrupted briefly. No obvious items contributed to leak. One blanket leaked 24 hours after starting therapy, and the other after 40 hours.